Event description:
It was reported that a patient underwent a bilateral inguinal hernia repair procedure on (B)(6) 2000 and mesh was used. The patient experienced lots of problems including severe testicle pain in 2007. In 2009 pieces of mesh were removed from the right side and new mesh was put over the old mesh to hold it all together. The patient has seen three surgeons about the left side. They all said it is not from the mesh. The last visit, the patient was told it was gas. Additional information was requested.

Manufacturer narrative:
(B)(4). Pain occurred. Conclusion code 67, 92: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).